Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Devices were implanted, not explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, during a procedure to correct a distal radius fracture on (B)(6) 2016, the self-tapping function on the tip of four (4) variable angle (va) locking screws did not function as intended. As the surgeon attempted to insert the locking screws in the diaphysis, the screws would not drill their own hole as they were driven into the bone. The surgeon resorted to using a 2.0mm drill bit and drilled over the cortical bone and inserted the locking screws. There was a three (3) minute surgical delay and no reported patient harm. This is report 4 of 4 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was implanted in the patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received on october 19, 2016 further reporting that one, unknown variable angle locking compression plate (va-lcp) was implanted on (B)(6) 2016 to treat the distal radius fracture. The complaint event occurred when the surgeon tried to insert the locking screws into this plate as it was applied to the diaphysis. Concomitant device: one, unknown variable angle locking compression plate (va-lcp).